Event description:
The customer reported that as soon as he got a reading of 450 mg/dl on their freestyle freedom meter, he self-dosed with 5 units of humalog, and about 6 min later he obtained a reading of 150 mg/dl. Medical event happened approx 4-5 hours later when the customer woke up with symptoms of hypoglycemia and ended up in a closet, where he lost consciousness for a while attempting to go to the kitchen for a snack. However, the reported reading when plotted on a parkes error grid fell into a "b" zone showing difference in values to be clinically significant. There was no report of death or permanent impairment.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent when investigational results are available.